Manufacturer narrative:
The system logs were reviewed for the day of the event by product engineering. Per the log review, the unit alarmed and continued to ventilate. There were no indications of machine malfunctions that would cause ventilation to stop. There was no reportable malfunction. The system logs were reviewed for the day of the event by product engineering. Per the log review, the unit alarmed and continued to ventilate. There were no indications of machine malfunctions that would cause ventilation to stop. There was no reportable malfunction.

Manufacturer narrative:
No report of patient involvement. UDI # (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiration valve and inspiratory bacterial filter was replaced to resolve the reported issue.

Event description:
The hospital reported after drug nebulization, a fault occurred resulting in the loss of mechanical ventilation. There was no report of patient involvement.